Manufacturer narrative:
Per good faith effort (gfe) response, the customer informed the asp that the device did not start to cycle, and the customer had to swap out the device for another ventilator. The asp checked the device, and no problem was detected. The asp also reviewed the error logs but there was no malfunction. The asp could not reproduce the issue, and no other problems were observed during the evaluation. No further information regarding the reported issue could be obtained. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not cycling with the patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device was not cycling with the patient. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp checked the device, and no problem was detected. The asp also reviewed the error logs but there was no malfunction. The asp could not reproduce the issue, and no other problems were observed during the evaluation. Further case information regarding the reported issue is pending. This investigation is ongoing.